Event description:
The surgeon reported the implant is too large. A new implant has been requested and the original implant will be explanted.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of three for the same event.

Manufacturer narrative:
Additional details were received that the frontal plate broke and the implant loosened. There was no product returned for evaluation, it is reported they are biohazardous and the surgeon has no need to have the implants analyzed. The design was reviewed and no issues were found. The inspection scans were reviewed and the implants were found to be manufactured according to the design requirements. The most likely underlying cause of the fit complaint and the plate breaking cannot be determined. Supplemental report two of three for the same event, reference 1032347-2015-00208-1 and 1032347-2015-00210-1.

Event description:
It is reported the surgeon believes the implant was a little too big, but it was okay to fixate the pre-plated implant. Then the frontal plate broke and the implant loosened; therefore, the surgeon decided to remove the implant and replace it with the pekk implant.